Event description:
It was reported that the patient had their first implantable neurostimulator (ins) taken out on (B)(6). After the surgery they did not recover very well so they had to take the patient back to take out their second ins. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
After the patient had their second implantable neurostimulator (ins) removed on (B)(6), they had a hard time getting stabilized and they had to stay overnight in the hospital. The nurse called the event a ¿sentinel event.¿ the patient¿s blood pressure dropped to 80/49.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type extension; product ID 3888-45, lot # v057996, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3888-56, lot # v062150, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type lead; product ID 3888-56, lot # v061227, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 3888-56, lot # v061227, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 3888-45, lot # v059034, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 3888-45, lot # v059034, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type extension; product ID 37713, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).